Event description:
The rental facility reported an incident of an overinfusion that had occurred at the hosp. The pump was infusing potassium. Reportedly, 100ml of potassium overinfused within couple of minutes. As a result, the pt required cold compresses due to burning from the overinfusion.